Event description:
The customer contacted heartsine to report that their device had a code logged in the event data after a cardiac arrest. This code indicates a potentially low shock energy, an incorrect shock waveform or potentially no shock energy being delivered at all. The patient in this event did not survive. A clinical review will be completed to evaluate device contribution.

Manufacturer narrative:
The manufacture date has been updated in section h. A clinical review was performed on the device files sent in and the device performed to specification, device use did not contribute to the patient outcome. The device still has not been returned to heartsine for a physical evaluation. The cause of the reported issue remains undetermined.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device had a code logged in the event data after a cardiac arrest. This code indicates a potentially low shock energy, an incorrect shock waveform or potentially no shock energy being delivered at all. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Th customer provided heartsine with the device information and device files. Fields in section d have been updated accordingly. Heartsine is currently unable to access the manufacturing records, the manufacturing date will be included in the supplemental. The clinical review is still in progress. The customer updated heartsine with the event date. Section b has been updated accordingly. Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Event description:
The customer contacted heartsine to report that their device had a code logged in the event data after a cardiac arrest. This code indicates a potentially low shock energy, an incorrect shock waveform or potentially no shock energy being delivered at all. The patient in this event did not survive. A clinical review will be completed to evaluate device contribution.